Event description:
An olympus representative reported to olympus, on behalf of the customer, when activating the pk cutting forceps, 5mm, 33cm no energy came out of the tip of the jaw onto the tissue and the generator did not sound an error code. A second pk forceps was opened with the same lot number and the same issue happened. A third pk forceps with the same lot number was opened, worked perfectly fine and the case continued without any further interruptions. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. The following medwatch reports are related: patient identifiers (B)(6) (pk-cf0533) and (B)(6) (pk-cf0533, this complaint).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. As no device was returned, a physical device inspection could not be performed. The suggested event is a known phenomenon likely resulting from insufficient generator output not proving the user with intended levels of energy. On page 3 of the device's instructions for use (IFU) (p9100528-001_ad), it states: " warning: insufficient generator output time or generator output level may not provide the operator with the desired level of coagulation." Olympus will continue to monitor field performance for this device.